Event description:
Based off limited information the clinician reported that 6 out of 15 units of the puraxen cancellous were sent back with an 80% fail rate of "jelly clots" forming. Patient 12 out of 15 had teeth extracted and bovine bone placed for socket preservation. Liver clot formed. The liver clot was removed and the area was irrigated with hydrogen peroxide and regular saline. There was no delay in surgery, but there was a delay in the patient's post-operative healing. No patient injury reported. Collagen matrix clinical confirmed liver clot is equivalent to jelly clot.